Event description:
It was reported that high, out of range, pacing lead impedance and loss of capture were observed. An induction test was performed and no anomalies were detected. The patient condition was good.

Manufacturer narrative:
.